Manufacturer narrative:
Updated b7 which was missed in initial report

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went to shovel snow and was found unconscious on the ground. Device interrogation noted that the patient received several appropriate shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes to which patient was returning to sinus rhythm appropriately. However, patient went to vt/vf again. Last episode shows vt with antitachycardia pacing therapy and a high voltage shock resulting in atrial paced ventricular sensed rhythm. All electrical measurements were stable. Tachy therapies were turned off on (B)(6) 2019 for comfort care. Patient has not regained consciousness yet and is in cardiac care unit (ccu) under hospital care.